Event description:
During use of the table, the healthcare worker did not put the t-pin all the way into the h-frame (table top holder). When the patient was placed on the table, the table and patient fell from the table base.

Manufacturer narrative:
It was confirmed through communication of the hospital's healthcare workers that the hospital's worker failed to properly install the table onto the base. Therefore, when the patient was placed onto the table system, the patient and table fell to the floor.